Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a gastric bypass procedure, the needle dislodged from the device while the actual suturing was taking place, not while cinching down. The needle fell off of the device and into the patient. It was then pulled out of the body under visualization with a grasper. A new reload was opened to correct the issue. The patient is currently stable. There were no patient issues.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one suturing device. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. No needle was received. The visual inspection of the device noted witness marks from the needle tip impacting the beveled wall surrounding the needle receptacle. Some plastic shearing of the toggle switch. A pmv needle was loaded onto the device. The needles were found to function properly when applied through layers of test media. Pressure was exerted on the needles in all directions and from both sides of the jaw to simulate clinical conditions. No difficulty was experienced in loading, unloading, or toggling the needles. The IFU states, ¿toggles may only be activated when the handles and jaws are in the closed position. Failure to do so may damage the device.¿? Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.